Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Investigation results: one flexiva 200 tractip laser fiber was returned in one piece. The fiber measured approximately 314.8 cm from the top of the connector and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the tip was unused. Visual examination revealed that light cannot travel well to the fiber face within the sma connector to fully illuminate it, indicating that the fiber is broken within the connector. The condition of the returned device confirms the reported event. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on january 15, 2020 that a flexiva 200 tractip laser fiber was used in a ureteroscopy procedure in the kidney, ureter and bladder performed on (B)(6) 2020. According to the complainant, during preparation, the laser fiber was broken at the connection part when it was pulled out from the packaging. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complication reported. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.